Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified damage to the distal surface (nicked/gouged) and the dovetail feature was compressed and flared out. The device history records were reviewed and no discrepancies were identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before utilizing the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a bilateral knee arthroplasty when the surgeon attempted to insert the articular surface, the device could not be implanted after several attempts. The surgeon utilized the articular surface intended for the patient's other knee to complete the operative side and the contralateral replacement could not be completed. The surgery was delayed an hour, however, no patient complications were reported. Attempts have been made to obtain additional information, however, no additional information is available at this time.